Event description:
It was reported to MFR that pt recently began experiencing a strong cough that was exacerbated by stimulation on times. The physician opted to disable the device by programming the normal and magnet mode output currents to 0 ma. Despite having turned off the device, it was reported that the cough persisted. One week later, the physician turned the off time to 180min. And "the cough immediately reduced dramatically. "This has led the physician to believe "that in spite of setting the output current to zero, the pt was still receiving some stimulation." The generator was subsequently explanted and replaced the following day. The explanted generator has been returned to MFR, and is pending the analysis findings. Attempts to obtain add'l info from the physician are underway.

Manufacturer narrative:
Device failure is suspected.